Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim user guide states: humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours.

Event description:
It was reported that the customer was not feeling well and was admitted to the hospital for diabetic ketoacidosis (dka). The customer could not recall the blood glucose level and thought that occlusion alarms may have occurred prior to the hospitalization. The customer was intravenously treated and was discharged with the dka resolved. The discharge date could not be recalled. The customer thought that "bad insulin" was the cause of the event. Reportedly, the customer used the pump supplies for 6 days. Tandem technical support informed the customer how often the pump supplies should be changed.